Manufacturer narrative:
(B)(4). The sample of the cassette is not available for evaluation as it has been discarded.

Event description:
A customer contacted baxter's technical service center to report receiving a check lines and bags alarm with the homechoice (hc) machine during priming. During troubleshooting, the home patient (hp) stated her heater bag spike was not entirely connected. The hp stated she uses a compact exchange device to connect the bags and is unable to push the spike in with her hands. According to the nurse the patient has resumed therapy since this event. Product surveillance contacted the patient on (B)(6) 2010 regarding the loose separation. The patient stated she didn't fully spike the bag into the cassette. The patient stated she contacted baxter and they advised her to discard supplies and start over with new ones. The patient stated she did this and resumed therapy. There was no patient injury or medical intervention associated with this event.